Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which showed no abnormalities. A known good guidewire was inserted through the catheter with no issue. In addition, they were able to move the guidewire back and forth through the catheter's guidewire lumen and the catheter's array was able to be deployed without difficulty. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the farawave's risk documentation was completed and confirmed that the event of a stuck guidewire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information boston scientific concluded there was no problem detected with the returned catheter. The allegation could not be reproduced through investigation and no other defect was found with the returned catheter. The cause of the issue seen in the field could not be determined.

Event description:
During a procedure, a faradrive was selected for use. It was reported that it was difficult to aspirate and flush the sheath with farawave inserted. Troubleshooting was attempted, withdrew farawave, sheath aspirated and flushed appropriately, reinserted catheter, sheath was difficult to aspirate and flush, withdrew catheter, reinserted catheter, sheath aspirated and flushed extremely slow. Bubbles were seen through the sheath. No patient complications were reported.

Event description:
During a procedure, a faradrive was selected for use. It was reported that it was difficult to aspirate and flush the sheath with farawave inserted. Troubleshooting was attempted, withdrew farawave, sheath aspirated and flushed appropriately, reinserted catheter, sheath was difficult to aspirate and flush, withdrew catheter, reinserted catheter, sheath aspirated and flushed extremely slow. Bubbles were seen through the sheath. No patient complications were reported.

Event description:
During a procedure, a farawave was selected for use. It was reported that it was difficult to aspirate and flush the sheath with farawave inserted. Troubleshooting was attempted, withdrew farawave, sheath aspirated and flushed appropriately, reinserted catheter, sheath was difficult to aspirate and flush, withdrew catheter, reinserted catheter, sheath aspirated and flushed extremely slow. Bubbles were seen through the sheath. Eventually the catheter was replaced and stated to have resolved the issue. No patient complications were reported.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.